Event description:
Upon insertion of the anvil of the intraluminal eea stapler, the breakaway washer came loose and fell into the patient's abdomen. The piece was able to be retrieved with out issue. There was no harm to the patient. Manufacturer response for eea stapler, (brand not provided) (per site reporter). The manufacturer rep was in the operating room when the event occurred.